Event description:
It was reported the pink slide did not move forward and the cannula did not deploy; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 16 mmol/l (288 mg/dl). The pod was worn for less than an hour.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.